Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted due to vagina and rectum adhered together after having a hysterectomy performed. It was reported that following insertion the patient experienced urinary problems, and dyspareunia. It was reported that the patient underwent mesh removal, exploration of retropubic space and cystoscopy on (B)(6) 2014 due to pelvic pain, dyspareunia, mixed urinary incontinence, urgency, frequency, nocturia and sensation of incomplete bladder emptying. It was reported that the patient underwent separation of adhesions from sigmoid colon in 2014. No additional information was provided.

Manufacturer narrative:
.